Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6), 2014. According to the complainant, during preparation, the snare failed to deliver current when attached to the active cord. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device was disposed and will not be returned; therefore, a technical analysis could not be performed. If any further relevant information is identified or the device is returned, a supplemental medwatch will be filed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no other complaints exist for the specified batch.